Event description:
It was reported that (1) device was used during a coronary artery bypass graft. It was reported by the rep that the al326 from a ftv14 kit, locked and would not open or close. No further info was recorded as to how the case was completed. There was no consequence to the pt.